Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of high blood glucose readings and keypad anomaly from the insulin pump. The customer's blood glucose reading was 560 mg/dl. The customer corrected with a pen. The customer stated that the escape and act buttons are not working. The customer stated that it happened at the end of last year. The customer stated that there is a button error in the alarm history. The customer was advised to change the set every 3-4 days. The customer was advised that the set can cause high readings.